Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt had been worsening with right heart failure and, had a chronic pump pocket infection, was hospitalized and as a result support was withdrawn. The pt expired in 2008.